Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet could not power on and did not display a charging indicator when placed on the charging pad, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging system, aligning with a charging malfunction of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.